Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unit received with fading serial number label and severely scratch lcd window. In summary, customer alleged possible over delivery alarm during therapy not confirmed. Cosmetic damage was confirmed at the back of the pump area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: what led up to the low was stress at work. Customer said the crack on the pump screen might have been due to the pressure of putting the pump on her waist with tight pants. Customer said there was no physical damage to the retainer ring. Customer discontinued the pump and returned it for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose event with crack on the screen of the insulin pump. Customer alleged that the pump was over delivering. The customer reported blood glucose value of 51 mg/dl. The customer reported experiencing hypoglycemia and was treated with carbohydrate intake. The event involved product(s) mmt-431ag, mmt-1884, mmt-342, mmt-7040a. Troubleshooting was partially performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hours of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-431ag. The customer will discontinue use of the mmt-1884. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.